Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and there was no moisture damage on the electronics assembly. The device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 37 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised they attempted to treat their low blood glucose and realized the buttons were stuck. Customer advised they were not sure if the device was exposed to moisture as they were sweating. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.